Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site. The fse identified approximately 16 chipped cuvettes on the analyser. The fse replaced the affected cuvettes and restored the system to full functionality. All qc results recovered within specification. Fse determined that most likely cause of the event was inappropriate maintenance of the cuvette wash station. The customer is mandated to carry out wash station maintenance at a regular frequency. Misalignment of wash station would cause wash, aspiration and dispensing probes to chip cuvettes during operation. Ineffective operation of the wash station also causes insufficient cleaning of the cuvettes thus affect photometric measurement of samples. The system flagged the insufficient cuvette cleaning via failed qcs.

Event description:
On the (B)(6) 2015 a customer in the (B)(6) reported to beckman coulter the generation of two (2) erroneous creatinine patient results generated on their au2700 clinical chemistry analyser. The results were reported out of the laboratory and change to patient treatment was reported on both of these results. The customer initially identified creatinine quality control (qc) issues. The qc results for creatinine showed greater than two (2) standard deviation (sd) recovery from target. The customer repeated the qc testing and the result recovered within specification to less than one (1) sd recovery from target. The customer reported that patient one (1) was generated on (B)(6) 2016 and had a change to patient treatment. The customer reported that patient two (2) was also generated on (B)(6) 2016 and had a change to patient treatment (MDR 9612296-2016-00023). The customer stated that patient one (1) was on antibiotic treatment and this dose was suspended until the repeat creatinine result was obtained. The customer stated there was no harm to the patient. The customer stated that patient two (2) received an inappropriate intravenous (IV) however there was no harm to the patient.